Manufacturer narrative:
The device was returned to olympus for evaluation. During evaluation the customers' reported issue was confirmed, the front panel switch was not working due to a defective front panel. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus field service engineer (on behalf of the customer) reported to olympus, light emitting diode (led) of the video system center was automatically turned off and after again started the processer led was working fine. The issue occurred during unknown procedure. There were no reports of patient harm. The device was returned for evaluation. During the device evaluation, the following malfunction was found: the front panel switch was not working. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over one (1) year since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely the front panel switch did not work due front panel unit failure. The event can be prevented by following the instructions for use which state: -ensure proper power condition at site (proper grounding & no voltage fluctuation). -during fumigation equipment must cover or moved to other area. Olympus will continue to monitor field performance for this device.

Event description:
The event was found during maintenance.